Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of low power could not be duplicated or confirmed. However, during the evaluation it was discovered that the motor did not respond when it was plugged in. The assignable root cause was determined to be normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during a spine laminectomy surgery, the motor device "had low intermittent power". The reporter stated that the device initially worked, stopped working, and then only went up to 16,000 rotations per minute (rpm). Even though a spare device was available, the user completed the procedure with the same device. There were no delays to the planned surgical procedure. The reporter stated that there were no consequences to the surgery due to the low rpm. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.